Manufacturer narrative:
Weight - unk, ethnicity - unk, race - unk, (B)(4). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -07.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.